Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 802202804 lot# 3198031 zb 12/14 cocr hd 28mm x +7. Cat# ep-200152 lot# 66202332 act artic e1 hip brg 28x46mm. Cat# 8011-20-24 lot# 66469194 12/24 allen plug. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision due to a periprosthetic fracture. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: periprosthetic comminuted right proximal femoral metadiaphysis fracture with lucency between the cement and proximal femoral stem and mild varus angulation of the stem consistent with loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.